Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown knee tibial tray component; unknown knee femur component; unknown knee tibial insert component; unknown knee patella component; unknown bone cement. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Knee claim letter received. Claim letter alleged that patient was revised due to loosening of the unknown components at unknown interface. Doi: 2017; dor: (B)(6) 2018; unknown knee.